Event description:
Pt initially admitted to (B)(6) emergency room on (B)(6) 2019 after fall at home. Later released to home on (B)(6) 2019. Pt later complained of chest pain on (B)(6) 2019, arrived at (B)(6) emergency room early am on (B)(6) 2019. Pt received 3 coronary stents on (B)(6) 2019. Pt later passed away in hosp on (B)(6) 2019. FDA safety report ID# (B)(4).